Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a fluid leak from a transfer set during use, specified as ¿the leak occurred on the opening thread (between the white and blue part)¿. Subsequently, the patient developed peritonitis. The cause of the leak was not reported. It was reported the patient was hospitalized for the event. Treatment for the event was reported as ¿is having infusion¿ (no further details). At the time of this report, the patient outcome was reported as ¿better¿. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Correction, g3: date received by MFR: the follow up #1 MDR (MFR report # 1416980-2021-00817) g3 date was inadvertently submitted as 2/11/2021; however, the correct date is 2/08/2021. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up. It was reported, the location of leak was unknown. Specified as "not possible to obtain leak location". Should additional relevant information become available, a supplemental report will be submitted.